Manufacturer narrative:
Initial.

Event description:
It was reported that the user initiated a full supply change with an inset 6 mm infusion set, advanced to the fill tubing step prematurely, then rewound and installed a new cartridge, but observed no drops during fill after approximately 74 units. Upon removal, the cartridge was found leaking and was replaced, after which drops were observed and insulin delivery resumed. Symptoms included no clinical symptoms. Outcomes included no clinical impact, no hospitalization. Investigation included customer care guided troubleshooting, inspection of the removed cartridge for leakage, and user education on correct cartridge installation sequence. Investigation of this case revealed a leaking cartridge as the source of the failure to deliver insulin, resolved by switching to a new cartridge and reinforcing proper setup steps. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge coupled with use sequence error.